Event description:
Information was received from a health care professional (hcp) via a manufacturer representative (rep), regarding a patient receiving intrathecal morphine 10 mg/ml (unknown dose) via an implantable pump for non-malignant pain. It was reported, that the patient had a back surgery unrelated to the pump or catheter, where the surgeon nicked the catheter. It was noted, that since the surgery, the patient would have intermittent withdrawal symptoms. It was further reported, that on (B)(6) 2023, the hcp went in for a catheter revision. And decided to replace the full system since the existing pump was near end of service (eos). It was reported, that 9.4 ccs was aspirated from the pump. Which, was exactly what was expected, indicating no volume discrepancy. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2023, indicated the symptoms did resolve. And the customer did not want to return the devices. It was further clarified, that the existing pump was not near eos. The doctor decided to change everything in the middle of case, due to age of the patient. And not wanting him to have to get any more surgeries.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2009, explanted:(B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jun-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.